Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. It was noted that the pacemaker exhibited pause in pacing following cardioversion. This lead remains in service. No adverse patient effects were reported.